Event description:
Report received indicated the cypher stent delivery system (sds) was unable to cross the lesion. In addition the stent flared. The target lesion was proximal left anterior descending artery (lad). The lesion was a de novo, flexed, heavily calcified and highly tortuous. There was 99% stenosis. The lesion was predilated. The sds was being advanced, however, it was unable to cross the lesion due to the calcification and flexion. The stent flared (portion unknown). Therefore, a parallel wire technique was used with an additional guidewire. The guide catheter and the stent deployment system were removed as a single unit. Pre-dilation was conducted once more. To finish the procedure, a different cypher (3.0x18mm) was implanted successfully. There was no patient injury reported. There were no anomalies indicated with device prior to use.

Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.